Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced diminished stimulation sensation, as the patient could barely feel the stimulation after charging the implant. The patient reported intermittent device function, with the stimulation shutting off and starting up again periodically throughout the day. The patient also disclosed a history of fall or trauma to the area of the implant earlier in the month. The patient attempted to resolve the issue by charging the implant and adjusting the stimulation higher, which allowed them to feel the vibration, but the intermittent function persisted. The issue was not resolved, and the patient was redirected to their healthcare provider for further evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back stating they saw hcp yesterday; the rep was not there. Hcp called the rep and told them pt was having trouble. Pt called the manufacturer representative (rep) today and spoke with him and was trying to tell the rep that pt had 3 falls this year and their unit was shutting on and off. The rep was arguing that it never shuts off and it was the way pt moved. Pt described it was like when stim was off and when they turned it off pt could feel it jolt them. The issue started over this summer with the last fall. Pt called about it and received a follow up letter. Pt would like to have their device checked. Redirected to hcp to schedule the rep. Provided nas# to give to hcp to page the rep. Asked if pt checked with the programmer if ins was off. Pt said they did not check with the programmer; it was just the feeling of a split second when stim goes off and then jolts patient back on.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was a return of pain. Patient states she feels like stim turns on and off even if sitting still. Pt states since fall in august her pain came back and feels worse. Pt states she fell in august out of a golf cart onto her left side. Pt had been using group b was given a new group c to try for approximately 10 days. Rep also did an impedance check and all contacts were within normal limits. Pt states she will follow up with hcp about her MRI and see about x-ray once she finds out if they can do battery replacement related to eri. It was unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.